Event description:
24ga catheter used on patient, catheter was dragging when patient was poked and rn met irregular resistance when trying to advance needle into skin. Level of harm was that patient had to be poked twice.